Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (weak vibration) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2017 device evaluation: the device has been returned and evaluated by product analysis on 08/03/2017 with the following findings: a review of the pump settings showed the sound features were set to vibrate for the normal bolus, and audio bolus, and the alert, reminder, warning, and alarm/error were high. The temp basal was set to off. The pump powered up to the verify screen with the auditory and vibratory features. A weak vibration condition was not duplicated during testing. The pump cover was removed to find no intermittent conditions or defects to the vibration motor. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.